Event description:
Edwards, swan ganz catheters 8f. Lot # 61169896. Not registering (B)(4). Manufacturer response for swan ganz monitoring, swan-ganz ccombo. (Per site reporter). Waiting for the vendor to contact us.